Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, all keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find no damage to the keypad connector or the keypad flex cable. The keypad connector latch was secure. The original complaint of under responsive up arrow, down arrow, and ok buttons was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.